Manufacturer narrative:
Corrected data: device evaluated by manufacturer. Additional information: follow up, additional information/correction, event problem and evaluation codes. The biomedical engineer reported that the plastic on the inside of the battery case was melted due to overheating. In addition, the plastic covering on the front facing case buttons were worn off. He was not sure if there was any fluid intrusion. The device was not in use on a patient at the time. The biomedical engineer was provided with an exchanged device. The malfunctioning device was sent in to nihon kohden for evaluation. Per the qa evaluation, the batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion.

Manufacturer narrative:
The biomedical engineer reported that the plastic on the inside of the battery case was melted, due to overheating. In addition, the plastic covering on the front facing case buttons were worn off. He was not sure if there was any fluid intrusion. The device was not in use on a patient at the time. The biomedical engineer was provided with an exchanged device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the plastic on the inside of the battery case was melted, due to overheating. In addition, the plastic covering on the front facing case buttons were worn off.